Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The technical investigation showed that vibrator had a temporary electrical interruption. The interruption was caused by a broken cable/connector of the vibrator. E4 occlusion errors were found in the history, and the occlusion limits were tested successfully.

Event description:
Patient reported the vibration alert on the infusion device is defective; therefore, he did not notice an e4 occlusion error. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.